Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. The product was not returned for review. The device history records could not be reviewed as the part and lot number are not known.. This device is used for treatment. A complaint history review cannot be conducted as the part and lot numbers are not known. The most likely cause of the reported issue cannot be concluded. The following sections could not be completed with the limited information provided. Expiration date - ni concomitant medical products and therapy dates - catalog #00885201036, elevated liner 36mm, lot #62699876; catalog #00771300900, modular femoral stem, lot #unknown; catalog #00784802300, modular neck, lot #62971860; manufacture date ¿ ni. This report is number 1 of 4 mdrs filed for the same patient (reference 1822565-2016-00558 / 00560 / 9613350-2016-00342 / 00341).

Event description:
It is reported that the patient underwent hip arthroplasty revision and the surgeon noted that the cerclage cable around the proximal femur was loose. Inflammatory changes around the cable area and effusion were also noted to be present in the joint. It is alleged that the loose cable likely contributed to the patient's pain.